Manufacturer narrative:
Post market quality assurance lab has confirmed the allegation. The power supply was confirmed to be excessively hot to the touch, melting to the power supply was observed and displayed an audible ringing could be heard during testing.

Event description:
Boston scientific received information that the patient observed a yellow light flash on the communicator. When the patient presses the button nothing appears on the screen. The screen remains blank with no text. The action button is white and the green light is flashing. No adverse patient effects reported. No longer in service.